Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: had turned in fallopian tube,') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 31-year-old female patient who had essure (batch no. 882190) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anxiety, depression, multigravida, parity 2 (total number of live births: 2(B)(6) 2009, (B)(6) 2011)), miscarriage (B)(6) 2008), abortion (B)(6) 2005;), blood loss anemia, nipple pain, purulent discharge, galactorrhea, breast tenderness and female sterilization. Concomitant products included docusate sodium (colace), ethinylestradiol;etonogestrel (nuvaring), famotidine, fluoxetine, fluoxetine hydrochloride (prozac), ibuprofen, medroxyprogesterone acetate (depo provera), oxycodone hydrochloride;paracetamol (percocet), progesterone (progesteron) and propofol (anesthesia s/I 40). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain/ pelvic pain"). The patient was treated with surgery (had emergency hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device and menorrhagia outcome was unknown and the vaginal haemorrhage and pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had experience complications of unintended pregnancy or delivery? Yes, ectopic pregnancy treatment (if any) you received for the complications: emergency hysterectomy due to attachment of baby to horn of uterus. Counseling to deal with loss of baby after placement, there were 2 coils protruding from the ostium on the right and 9 coils protruding on the left. There was no indication of perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2015: clinical history: left cornual pregnancy uterus, hysterectomy and bilateral salpingectomy: changes of mild chronic cervicitis with foci of early arias-stella phenomenon intrauterine gestation with first trimester morphology and early embryonic tissue identified. Gestational changes present elsewhere within the endometrial cavity. Metallic structures consistent with essure devices present bilaterally. Gross description: received in formalin labeled "uterus, left and right fallopian tubes" is a 226 gram corpus uteri that has been opened anteriorly prior to arrival in pathology. Two segments of fallopian tube are present and metal structures are identified within the lumens of both of these fallopian tube segments. 886674(defective and not placed). Most recent follow-up information incorporated above includes: on 1-feb-2021: mr received: lot number, medical history were added. Patient demographic was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: had turned in fallopian tube,') and ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 31-year-old female patient who had essure (batch no. 882190) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anxiety, depression, multigravida, parity 2 (total number of live births: 2( (B)(6) 2009, (B)(6) 2011)), miscarriage ((B)(6) 2008), abortion ((B)(6) 2005;), blood loss anemia, nipple pain, purulent discharge, galactorrhea, breast tenderness and female sterilization. Concomitant products included docusate sodium (colace), ethinylestradiol;etonogestrel (nuvaring), famotidine, fluoxetine, fluoxetine hydrochloride (prozac), ibuprofen, medroxyprogesterone acetate (depo provera), oxycodone hydrochloride;paracetamol (percocet), progesterone (progesteron) and propofol (anesthesia s/I 40). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pain/ pelvic pain"). The patient was treated with surgery (had emergency hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device and menorrhagia outcome was unknown and the vaginal haemorrhage and pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had experience complications of unintended pregnancy or delivery? Yes, ectopic pregnancy treatment (if any) you received for the complications: emergency hysterectomy due to attachment of baby to horn of uterus. Counseling to deal with loss of baby after placement, there were 2 coils protruding from the ostium on the right and 9 coils protruding on the left. There was no indication of perforation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2015: clinical history: left cornual pregnancy uterus, hysterectomy and bilateral salpingectomy: changes of mild chronic cervicitis with foci of early arias-stella phenomenon intrauterine gestation with first trimester morphology and early embryonic tissue identified. Gestational changes present elsewhere within the endometrial cavity. Metallic structures consistent with essure devices present bilaterally. Gross description: received in formalin labeled "uterus, left and right fallopian tubes" is a 226 gram corpus uteri that has been opened anteriorly prior to arrival in pathology. Two segments of fallopian tube are present and metal structures are identified within the lumens of both of these fallopian tube segments. 886674(defective and not placed). Lot number: 882190 manufacturing date: 2011/07 expiration date: 2014-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: had turned in fallopian tube,") and ectopic pregnancy with contraceptive device ("pregnancy (ectopic)") in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included anxiety, depression, gravida ii, parity 2 (total number of live births: 2 ((B)(6) 2009, (B)(6) 2011)), miscarriage ((B)(6) 2008), abortion ((B)(6) 2005;), blood loss anemia, nipple pain, purulent discharge, galactorrhea and breast tenderness. Concomitant products included docusate sodium (colace), famotidine, fluoxetine, fluoxetine hydrochloride (prozac), ibuprofen, medroxyprogesterone acetate (depo provera), oxycodone hydrochloride;paracetamol (percocet) and progesterone (progesterone). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia") and pelvic pain ("pain/ pelvic pain"). The patient was treated with surgery (had emergency hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, ectopic pregnancy with contraceptive device and menorrhagia outcome was unknown and the vaginal haemorrhage and pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered device dislocation, ectopic pregnancy with contraceptive device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she had experience complications of unintended pregnancy or delivery? Yes, ectopic pregnancy treatment (if any) you received for the complications: emergency hysterectomy due to attachment of baby to horn of uterus. Counseling to deal with loss of baby diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2015: clinical history: left cornual pregnancy uterus, hysterectomy and bilateral salpingectomy: changes of mild chronic cervicitis with foci of early arias-stella phenomenon intrauterine gestation with first trimester morphology and early embryonic tissue identified. Gestational changes present elsewhere within the endometrial cavity. Metallic structures consistent with essure devices present bilaterally. Gross description: received in formalin labeled "uterus, left and right fallopian tubes" is a 226 gram corpus uteri that has been opened anteriorly prior to arrival in pathology. Two segments of fallopian tube are present and metal structures are identified within the lumens of both of these fallopian tube segments. Concerning injuries reported in this case the following ones were described in patient medical records: vaginal bleeding, ectopic pregnancy. Most recent follow-up information incorporated above includes: on 1-may-2019: plaintiff fact sheet and medical records received. Reporter information updated. Patient demographic information updated. Product information details updated. Product indication female sterilization updated. Other relevant history and lab data updated. Events: abnormal bleeding vaginal, migration of essure device location of device: had turned in fallopian tube, pain, pregnancy (ectopic) newly added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.